Event description:
It was reported that the patient was having communication issue with the ipg and would no longer hold a charge. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.